Event description:
I am writing in regards to the charite artificial disc that was implanted in me in 2005. I developed many adverse problems with the device soon after implantation. After several months of healing, I started to develop numbness in my legs and severe pain around the implantation site. I attributed these problems with just normal post operative healing due to the fact I had never had any type of surgery before. After about 5 to 6 months, I started to feel a "clicking" sensation in my spine at the artificial disc level. I also had severe numbness in my legs with the right leg being the worst. Unable to sleep at night due to the extreme pain and live a normal life that this device was supposed to give me. In 2006, I momentarily lost use of my right leg and I fell down. The clicking sound / feeling had become very noticeable and I drove myself to the cleveland clinic and they did an immediate x-ray showing that the wire wrapped around the core had been distorted and bent. The cat scan also confirmed these findings. They wanted to do an immediate 2 level fusion and fuse the device in place. I opted for a second opinion with a dr and we proceeded with a 2 level fusion in 2007. The doctor told me the device needed to come out but the surgery was very risky and the mortality risk was very high. I continue to struggle with debilitating pain and numbness in my legs. I continue to be unable to work. This device is a flawed device; the device was implanted properly and essentially failed after 6 months of use. I do not believe this device should ever have been allowed to be put on the market. Thank you.